Event description:
Healthcare professional reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed a broken device on posterior assessed as surgical damage and missing shell observed assessed as inconclusive. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced . This relates to the right side.